Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that in (B)(6) 2019 the patient experienced incontinence and was scheduled for a replacement surgery on (B)(6) 2019 due to device failure from loss of fluid. The patient indicated he did quite a lot of cycling. Additional information received indicated that no fluid was found in the balloon at time of replacement surgery but no obvious source of fluid leak was found. The ams800 system was removed and replaced with another ams800 system. The pump was placed higher in scrotum due to patient's hobby of biking.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that in (B)(6) 2019, the patient experienced incontinence and was scheduled for a replacement surgery on (B)(6) 2019 due to device failure from loss of fluid. The patient indicated he did quite a lot of cycling. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.